Event description:
It is reported that the pt dislocated from constrained liner. Liner was intact upon removal with locking ring still in place. A new constrained liner was implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.